Manufacturer narrative:
Added medical device problem code 1254 (difficult to fold, unfold or collapse).the device was not returned for analysis. An event of migration, valve underexpansion, and improper or incorrect procedure or method. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The provided imaging was reviewed by an abbott clinical engineering manager. Based on all available information, the reported migration and valve underexpansion are related to patient anatomy (severe calcification). The reported improper or incorrect procedure or method is related to the user snaring the valve. In this case, the valve was snared after migration. However, it did not contributed to any issues and was deemed necessary for treatment of the migration. Therefore, a letter will not be sent. The reported surgery and unexpected medical intervention are the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor vison valve was chosen for implant using a small flexnav delivery system. The annular dimensions of the native valve were annulus perimeter 70.1, left ventricular outflow tract perimeter 69 and the annulus was severely calcified. During procedure, the implant depth at 80% was 4.5mm at non-coronary cusp (ncc) and 3mm at left coronary cusp (lcc). When the valve released at 3mm form the non-coronary cusp and 3mm from the left coronary cusp, the valve migrated towards the aorta. The physician snared one valve tap and put the valve above the coronaries. A new 23mm non-abbott valve was implanted. The physician mentioned the cause of migration was severe calcification and a maybe a mild infra-expansion. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor vison valve was chosen for implant using a small flexnav delivery system. The annular dimensions of the native valve were annulus perimeter 70.1, left ventricular outflow tract perimeter 69 and the annulus was severely calcified. During procedure, the implant depth at 80% was 4.5mm at non-coronary cusp (ncc) and 3mm at left coronary cusp (lcc). When the valve released at 3mm form the non-coronary cusp and 3mm from the left coronary cusp, the valve migrated towards the aorta. The physician snared one valve tap and put the valve above the coronaries. A new 23mm non-abbott valve was implanted. The physician mentioned the cause of migration was severe calcification and a maybe a mild infra-expansion. The patient was reported stable.